Manufacturer narrative:
Tech found that the brake mechanism would engage the foot section, but the defect with the head end casters would not allow them to be placed into the brake position. The brake casters would remain in neutral position while all other pieces of the brake system were in the brake mode. Tech replaced the brake casters to resolve the issue.

Event description:
Technician alleged that both head brake casters were not locking in the brake position. No pt impact.